Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis inconclusive due to mechanical stress/incomplete lead. Lead was received in segments with the outer insulation pulled apart (overstress). Also noted was the lead was breached/cut and stretched.

Event description:
It was reported the lead was attempted, but not used as the atrial sense ring would not pass through the introducer sheath. A new introducer was used, however, the lead still could not be passed through. The hcp peeled the sheath away from the lead and attempted to push the lead through but was unable to pass it through the vein. A lead problem was suspected and the lead was pulled back. The lead became dislodged and couldn't be extracted. The proximal end of the lead was cut and a non-peel-away introducer was used over the lead (10f) to pull back the distal end of the lead. A second (B) (4) lead was implanted without any complication. No patient complications have been reported as a result of this event.